Event description:
Boston scientific received information that this right atrial pacing lead exhibited noise and high out of range impedance measurements. A lead fracture was suspected. The device implanted with this lead was programmed to ddi and sensitivity was reprogrammed to least. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains implanted. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal segment of the lead was returned severed 105 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
This lead was later explanted. No adverse patient effects were reported.